Manufacturer narrative:
The customer reports that the cns (central monitoring system) backlight is out. The customer placed his consignment unit in service and patients are being monitored normally. The customer was provided with part number a/e000528 and transferred to customer service. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) backlight is out. The customer placed his consignment unit in service and patients are being monitored normally.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) backlight is out. The customer placed his consignment unit in service and patients are being monitored normally. The customer was provided with part number a/e000528 and transferred to customer service. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.